Event description:
Right side pain and infecton. Follow up findings: event is not for infection, but rather inflation.

Manufacturer narrative:
Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."